Manufacturer narrative:
The customer reported the clip is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment and clip detachment of both leaflets requiring medical intervention and death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The first clip (cds0602-xtr, 00111u138) was implanted. A second clip delivery system (cds) (cds0602-xtr, 00113u158) was advanced to the mitral valve and during placement of the second clip, the clip came in contact with the first clip which caused a single leaflet device attachment/slda. The physician tried to stabilize the slda with the second clip and when grasping the leaflets, the first clip detached from both leaflets and was in the left pulmonary vein. The second clip was implanted after difficulty grasping the leaflets, reducing mr to 3-4. The rest of leaflet material was poor; therefore, the physician had to end the procedure with an unsatisfactory result. A snare device was used to retrieve the dislodged clip without any damage to the patient. The patient was extubated without symptoms. Later that same day, it was noted that the second clip had detached from the posterior leaflet too and mr increased to 4. The patient died later that same day due to an acute lung edema because of the decompensation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents at this time. Based on the information reviewed, the reported device damaged by another device (dislodged) was due to user technique/procedural conditions as this clip was dislodged by the second clip. The reported single leaflet device attachment (slda) was a cascading result of the reported device damaged by another device (dislodged). The reported complete clip detachment (ccd) was a result of procedural circumstances as the detached clip was in the pulmonary vein. The reported pulmonary (lung) edema was a result of the complete clip detachment of the first clip which then was dislodged to the pulmonary vein. The reported death was a result of the reported pulmonary edema. The reported patient effects of death and edema are listed in the mitraclip ntr/xtr system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.